Manufacturer narrative:
A smart flex 6 x 150cm biliary (bil) self-expanding stent system was deployed lower than it should have, and a small part was in the sheath as showed in the x-ray. The doctor was able to pull the stent out after removing the sheath. He then chose to place a different unknown stent. The catheter and the wire looked fine. The device was properly stored and opened in sterile field. The device was used in patient. The product was inspected and prepped according to the instructions for use (IFU). There was nothing unusual noted about the stent delivery system prior to use. The intended target vessel was the distal superficial femoral artery (sfa) using popliteal access, since femoral access was attempted, but failed due to occlusion. The device was used with an unknown cordis sheath. The diameter of the unconstrained stent size was 1-2 mm larger than the target area. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. The area was pre dilated prior to stent implantation using a 4x10 cordis powerflex balloon catheter. The device did not have to pass through a previously placed stent. Other procedural details were requested but are unknown, unavailable, or not applicable. There was no reported patient injury. The device was not returned for analysis. A product history record (phr) review of lot 215246 revealed no anomalies, or non-conformances during the manufacturing, and inspection processes that can be associated with the reported event. Without the return of the device for analysis and based on the information provided, the reported, ¿stent delivery system (sds)-ses~ deployment difficulty - inaccurate placement,¿ could not be confirmed and the exact root cause could not be determined. Handling and procedural factors such as vessel characteristics (although unknown) and or the user¿s interaction with the device may have led to the reported event. According to the instructions for use, ¿advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn, and another system used. Under fluoroscopic guidance, position the distal stent markers distal to the target lesion and proximal placement marker proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve on the handle must be loosened to allow free movement of the pusher tube. Deploy the stent. Stent deployment must be performed under fluoroscopic guidance. Grip the outer sheath and handle with one hand and the pusher tube with the other. Move the outer sheath proximally relative to the pusher tube, while holding the pusher tube in a fixed position. The position of the delivery system may need to be adjusted to keep the distal stent markers at the appropriate location. Once the distal end of the stent starts to deploy continue to retract the proximal outer sheath and handle while holding the pusher tube still until the stent is fully deployed and the proximal stent markers have expanded. Note: the proximal placement marker may move during the stent deployment, and may not coincide with the location of the proximal stent markers after deployment. If resistance is felt during retraction of the outer sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective, or preventive actions will be taken.

Event description:
As reported, the 6 x 150cm biliary (bil) self-expanding stent system was deployed lower than it should have, and a small part was in the sheath as showed in the x-ray. The doctor was able to pull the stent out after removing the sheath. He then chose to place a different unknown stent. There was no reported patient injury. The catheter and the wire looked fine. The device was properly stored, and opened in sterile field. The device was used in patient. The product was inspected, and prepped according to the instructions for use (IFU). There was nothing unusual noted about the stent delivery system prior to use. The intended target vessel was the distal superficial femoral artery (sfa) using popliteal access, since femoral access was attempted but failed due to occlusion. The device was used with an unknown cordis sheath. The diameter of the unconstrained stent size was 1-2 mm larger than the target area. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. The area was pre dilated prior to stent implantation using a 4x10 cordis power flex balloon catheter. The device did not have to pass through a previously placed stent. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will not be returned for evaluation as the staff did not save the stent deployment catheter.